Event description:
It has been reported to philips that black image was appearing. The live image display goes black intermittently and no fluoroscopy/exposure was possible. The system was in clinical use and no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that live image display was blank intermittently. Review of the system log file showed that flat detector controller (fdc) was not able to communicate with ippc and detector. Upon functional testing, fse determined that issue is with fdc controller. As a part of repair activity fse replaced and configured the fdc controller. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.